Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and pre-operative imaging were provided and reviewed by internal medical director. The review concluded: the anatomy is very difficult with an acute angle in the infrarenal area. This was fraught with severe hemodynamic instability. The cause of the reported event is most likely due to the emergent condition the patient presented. The condition of the aorta and the severe bleeding were the contributing factors leading to death. There is no indication that the device may have caused or contributed to the event. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows all units were consumed and no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Event description:
It was reported that following an emergent implantation of a bifurcated device, the patient coded post implant. Reportedly, the patient presented to the emergency room (ER) with ruptured aneurysm and the physician elected to treat the patient using an endovascular approach. A bifurcated device was implanted successfully; however, the patient had lost a lot of blood due to the aneurysm rupture and expired later the same day.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient